Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv found in the logs was determined to be insufficient drain, use error: tidal uf removal set too low. The device meets specifications. A review of the service history and device history record revealed no issues that could have contributed to the iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with ultrafiltration (uf) volume of 2571 milliliters (ml) during cycle 4. Probable cause: insufficient drain, use error: tidal uf removal set too low.